Event description:
It was reported that the ventricular lead exhibited loss of capture. The presyncopal patient had previously fallen and it was suspected that the fall may have impacted the lead. The device was successfully reprogrammed which resolved the issue. The patient would be monitored.

Manufacturer narrative:
(B)(4).